Manufacturer narrative:
A spacelabs field service engineer (fse) and product support specialist (pss) worked with the customer to troubleshoot network drop outs. The network was dropping telemetry waveforms every hour until the pss instructed it to restart a d-link switch. Once the switch was restarted, the issue was no longer present. The pss reviewed network logs and could not find any indication of product malfunction and no further drop outs following the switch restart. Additionally, the cause of the drop outs could not be determined. As a preventive measure, the fse assisted the customer in configuration with all d-link switches on the network to prevent possible port exhaustion. While cause of failure could not be conclusively determined, performing a restart of the associated d-link switch resolved the failure.

Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station telemetry beds would intermittently show offline. There was no patient or user harm associated with this event.